Event description:
The company was informed that the recipient reportedly had three surgeries. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: sections e.1, e.2 & e.3, g.2, b.5, a.1, a.2, a.3, d.1, d.4, h10, h.4, d.6a, d.6b, d.5, h.6, b.7. Advanced bionics considers the investigation into this reportable event as closed. This event has been deemed not reportable at this time. On (B)(6) 2016 the recipient reportedly underwent right post auricular approach to the infratemporal fossa, resection intradural encepholocele, and temporalis muscle flap microdissection procedure. On (B)(6) 2018 the recipient reportedly underwent right subtotal petrosectomy with ear canal/eustachian tube closure procedure. These are believed to be prior to initial implant surgery. The recipient reportedly underwent initial implant surgery on (B)(6) 2025. The recipient is wearing the device. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.